Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The viperwire guide wire referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that during procedure to treat heavily calcified left anterior descending (lad) lesion, a diamondback 360 coronary precision orbital atherectomy device (oad) was used to perform first treatment on low speed back and forth a few times. The physician let the heart reperfuse for few seconds and then second treatment was performed on high speed and when the physician reached the lesion, the crown jumped forward. The oad was turned off and removed. A contrast was used and perforation was noted. The viperwire coronary guidewire was pulled back and the distal tip could not move as the guidewire was sheared off. The viperwire guidewire was exchanged for another wire and a balloon was inflated to stop bleeding. Pericardiocentesis was performed. Compressions were performed and after the patient was coded for 45 minutes, the patient expired.

Event description:
It was reported that during procedure to treat heavily calcified left anterior descending (lad) lesion, a diamondback coronary orbital atherectomy device (oad) was used to perform first treatment on low speed back and forth a few times. The physician let the heart reperfuse for few seconds and then second treatment was performed on high speed and when the physician reached the lesion, the crown jumped forward. The oad was turned off and removed. A contrast was used and perforation was noted. The viperwire coronary guidewire was pulled back and the distal tip could not move as the guidewire was sheared off. The viperwire guidewire was exchanged for another wire and a balloon was inflated to stop bleeding. Pericardiocentesis was performed. Compressions were performed and after the patient was coded for 45 minutes, the patient expired.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Per medical review, based on the information reported, the oad contributed to adverse events, due to mechanical interaction with the calcific lesion. The physician was able to make low speed passes, successfully treating the lesion. Issues became apparent after the high-speed attempt. The device ¿jumping¿ is a behavior anticipated in severely calcified lesions. The sequence of adverse events reflects the combined interactions between device, wire, and vessel during a high-risk interventional procedure. The information for use (IFU) specifies caution during treatment of severely calcific lesions which is known to increase the occurrence of dissection or perforation. Clinical studies support the device¿s efficacy in treating severely calcified lesions, but awareness of vascular challenges is crucial for optimal outcomes. Based on the information received, the investigation determined that the reported patient perforation of vessels, cardiac arrest and death appears to be related to operational context. In this case it is possible that the reported patient perforation of vessels, cardiac arrest and death are a result of the patient¿s disease severity and/or use techniques employed; however, since the device was not returned this could not be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated fields: b5, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11.